Event description:
Pt went into shock after the isnertion of the catheter via right subclavian vein. Investigation attributed the situation to cardiac tamponade. The ventricular wall was confirmed "injured". No further pt complications reported and pt apparently recovered from the event.